Event description:
It was reported that catheter issue occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. An opticross hd imaging catheter was selected for use. During advancing the catheter shaft got twisted then the image was lost. The catheter was also tangled with the wire. Approximately 40 mm from the tip of the catheter a kink was noted. The device was removed. The procedure was completed using an alternate device. No patient complications were reported.